Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant, the right ventricular lead exhibited decreased sensing and increased capture thresholds. No device intervention was reported. Patient was stable.